Event description:
It was reported that, "there are two problems that need to be addressed, one the screwhead of the xia 3 open headed iliac screw splayed open during torquing of set-screw. As the set-screw was being torqued down it just gave away and with screw the tulip had splayed open and was no longer snug around the blocker. They did everything properly (used anti-torqued to second black triangle, etc) from what I could see but it seemed very difficult for the torque handle. The torque is fairly new. It is a xia 3 torque that provides the audible click when torqued at 12mm. The problem with testing the torque is that they broke the tip off of it when using it in this case. It might also note that a 6.0 vitallium rod was being used in ...

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.